Event description:
It was reported that separation occurred with a needle sftygld 22x1-1/2 rb. The following information was provided by the initial reporter, "it was reported there were multiple incidents where the needle was disconnecting from the hub of the syringe. Verbatim: distributor called with customer to report that they had multiple incidents yesterday where the needle was disconnecting from the hub of the syringe. It happened twice during injection on 2 patients (same date, no ids) and then again when they inspected the box. Needles were removed easily from patients without incident, able to complete injection. They have 3-4 boxes to return."

Manufacturer narrative:
H.6. Investigation: six 50-count cartons containing a total of 280 samples in fully sealed blister packs confirmed to be from batch #8215979 (B)(4) were received and evaluated. 140 of the samples were observed to have small hub deformations but would not cause a functional defect. Root cause not defined since defects were not confirmed in samples/photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a needle sftygld 22x1-1/2 rb. The following information was provided by the initial reporter, "it was reported there were multiple incidents where the needle was disconnecting from the hub of the syringe. Verbatim: distributor called with customer to report that they had multiple incidents yesterday where the needle was disconnecting from the hub of the syringe. It happened twice during injection on 2 patients (same date, no ids) and then again when they inspected the box. Needles were removed easily from patients without incident, able to complete injection. They have 3-4 boxes to return."